Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilatation with a 2.00 x12 mm semi-compliant balloon, a 2.25 x 24 mm synergy ii drug-eluting stent (des) was deployed. However, during the procedure, a proximal edge dissection occurred. Post-dilatation was then performed with a 2.50 x 24mm balloon, and another stent was deployed to cover the proximal edge dissection. The procedure was completed, and no further issues were reported. Stent damage was also noted.